Manufacturer narrative:
Concomitant products: product ID 37651, serial# (B)(4), product type recharger; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3389-40, lot# l79000, implanted: (B)(6) 2000, product type lead. (B)(4).

Event description:
It was reported that a patient¿s patient programmer and recharger both said ¿call your doctor.¿ it was noted that the patient was ¿recharging perfectly¿ a week prior to the report. It was later reported that the patient¿s programmer and recharger had a power on reset (por) condition. It was noted that the patient was planning to go to her doctor to get the por condition cleared later the week of the report. It was reported that the patient was able to recharge the device and that the device was on. It was noted that the patient was not experiencing symptoms. It was reported that the por condition was an informational por and could be cleared with the patient programmer. It was noted that the patient hadn¿t had any medical procedures and had seen her doctor a week prior to the report, and her device system hadn¿t been checked and ¿everything was fine.¿ four days later, it was reported that the patient was walked through clearing the por, the patient "turned herself back on," and all was well. It was noted that the cause of the por was not determined, and no interventions needed to be done.